Event description:
The account's engineer stated the head hi/low has a slow drift overnight.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.